Event description:
The pt is a 50-yr-old woman who is suffering from complications of her bilateral breast implants. She has had a number of complications on the left implant. Because of capsular contracture she requierd open capsulotomy in 10/80. Then, the left implant became infected which had to be removed. The implant on the left side were reinserted in 6/81, however, it contracted again requiring open capsulotomy in 7/81. Finally in 10/81 she underwent another open capsulotomy and exchange of implants. She has significant sharp pains in the right lateral breast as well as numbness and tingling in the left breast and left shoulder blade area. The left side is quite firm. She has significant capsular contracture on both sides. Because of highly suspicious rupture on the left and deforming capsular contracture with pain, it is medically necessary to remove both implants and to replace them with saline implants.